Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of "lo" (less than 20 mg/dl) and 119 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
The customer stated the axsym analyzer generated a false positive axsym cmv igm result of 0.67 index. The sample was repeated on the axsym, generating the same result. The sample was then run on the architect i2000sr, obtaining a negative result of 0.49 index. A fresh sample collected and run on the axsym generated a positive axsym cmv igm result of 0.806 index. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.